Event description:
The cardiac patient monitor would intermittently reboot whether a patient was connected to the device. Clinical staff noticed and notified biomedical engineering. The device was swapped with a fully functional device. The device was sequestered and sent to ge for investigation.